Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection identified no issues with the subject device. Dimensional testing was performed and device was found to meet all specifications per print. However, when the returned device was hand assembled the shaft would not remain in the handle, indicating that the press fit is no longer intact. A review of the device history records identified no issues with the build of the specified lot. A review of the complaint history did not identify any additional complaints for the manufactured lot on file. Per results of the investigation, the root cause was undetermined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a hip arthroscopy procedure utilizing the 5.5mm cannulated obturator w/delrin handle, it was reported that while dilating the interior portal when removing the obturator, the handle pulled off of the metal shaft. It was reported that the surgeon handed the technician the handle, then proceeded to retrieve the metal shaft and pulled it out of the patient. It was reported that no backup device was available. (B)(4).